Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a pump exhibited primary audible alarm background test. Needs a new interconnect board. Additional information was provided that this pump was not involved in any incident that adversely affected a patient. The issue specified: needs biomed password. The pump was turned on and required biomed code. Viewed the alarm history and generated acu (auxiliary control unit) watchdog failure and primary audible alarm post. Reviewed repair history and this pump was sent for repair of same issues several times. There was no patient injury reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.